Event description:
The customer stated she was hospitalized for high blood glucose levels over 600 mg/dl. The customer stated she was taken off the insulin pump, but as soon as she went back on it her blood glucose levels went back up to 500 mg/dl. Troubleshooting was performed and the programming was correct. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The medical doctor and the customer both felt that the insulin pump should be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.